Event description:
It was reported that during a prostate procedure, there was a ¿fiber cap detachment-cap came off¿ at 309,087 joules of use. The procedure was completed with a second fiber. The cap was retrieved with no injury or damage to patient.